Event description:
Sirs: for the past month I have had a great deal of problems controlling my sugars. They were unusually high and so, I kept changing my sites every other day. This is difficult as I have also a kidney transplant, so I am limited to certain areas. I estimated I used 9 quicksets even threw out a bottle of humalog. I have had 2 bladder injections gone to 3 sessions of pt (thinking I was incontinent) visited dr's offices 3 x paid for 2 rx for antibiotics and also had a yeast infection. I also have had 2 bouts with what I thought was the flu and lost a week of work, not to mention my husband was forced to miss 2 days of work due to this problem with lot # 8--- paradigm poor quickset pieces. I would have appreciated a faster response to this problem instead of receiving a box in the mail. Thank god you sent a box of new quick sets as I have sitting here ready to go back. I feel this has been a huge dis service to me. I really didn't appreciate all the complications I've had in the past month. Whatever you can offer in restitution would be appreciated.